Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient had knee surgery on (B)(6) 2014 and had bladder control issues since that time. Additional information received reported that the patient¿s device required reprogramming.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v868869, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received noted that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved. Appointment date was noted as (B)(6) 2014.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of 2014 (B)(6) was noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient still had a loss of therapeutic effect. The patient had to turn stimulation down because it was uncomfortable. The patient was now not making it to the bathroom in the morning. Stimulation was still uncomfortable.